Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an ipump with a loose pca connection was confirmed during product evaluation. This condition was due to damaged pca connector on the micro-processor unit (mpu) board. The mpu board was replaced to fix the reported condition. If additional information is available, a follow-up medwatch will be submitted.

Event description:
Additional paperwork found in service discovered a condition involving an ipump with a "pca button jack is loose and does not consistently work." The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.